Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4050231. The review did not reveal any possible non-conformances during the production process that could have contributed to this incident. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, we were unable to reproduce the reported defect and unable to determine an exact cause. If the sample becomes available, additional findings may be possible. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd posiflush-xs / sf leakage past stopper. The following information was provided by the initial reporter: leaky piston. Description of product: syringe saline xs p/flush 10ml 30ea/bx 8bx/ca lot or s/n: (B)(6). Complaint category: leaking. 17 jan: description of the complaint: according to the report we received from the client, the plunger of the syringe was leaking liquid. Patient injury: no.